Manufacturer narrative:
Product event summary: manufacturer's analysis was unable to confirm the customer comment of strange noises during transition to use with the device; the device passed all console and systems tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that strange signals were being presented upon transition to the analyzer during an implant; changing the cables did not resolve the issue. A different analyzer was used to complete the procedure. The analyzer has been returned to service for thorough evaluation. No patient complications have been reported as a result of this event.